Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, the battery gauge was observed to be fluctuating while the pump was plugged into the power source, which caused the pump to shut off. The customer's blood glucose (bg) was 139 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. The customer continued to use the pump for insulin therapy.